Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited high pacing impedance. Episodes of atrial tachycardia with rapid ventricular response were also noted. It was further noted that the lead was fractured. The lead was capped and replaced on (B)(6) 2022. The patient was stable.

Event description:
New information received notes that loss of capture was also noted on the atrial lead.